Event description:
Additional information was received indicating that the device was explanted and replaced. The patient was stable.

Event description:
During an in-clinic follow-up, a rapid drop in battery longevity was observed on the device. Abbott technical support was contacted and suspected premature battery depletion. Device replacement is anticipated but no further intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of premature battery discharge was confirmed. The device was received with normal telemetry and normal outputs. The device was cut open to enable further testing, and the battery was found at the elective replacement indicator (eri) level. The hybrid circuitry was tested using an external power source, and the results indicated normal current drain. Electrical and mechanical tests, including telemetry communication and output verification, did not identify any functional issues. Destructive analysis of the battery cell indicated normal results. A longevity assessment was performed, which indicated that the device did not meet its projected longevity, consistent with a hybrid anomaly, resulting in the reported event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.